Event description:
The customer reported high blood glucose and insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 418 mg/dl. Customer did not get the full dose due to no delivery. Customer will change the infusion set before returning the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).